Event description:
The patient (pt) reported that sometime in (B)(6) 2023, after losing their controller, they had noticed a stinging sensation at the site of their implanted neurostimulator (ins) when they would move around at times. The ins site was tender to the touch. They mentioned they received the replacement controller and lithium battery from sunmed, and patient services assisted the pt with pairing the replacement controller with the ins. After pairing, the pt confirmed they could connect to the ins to recharge the ins. The pt also reported that the ins battery charge was empty. On (B)(6), 2023, the pt called patient services back stating that after pairing and connecting with the ins on december 8, 2023, they were able to charge the ins to 100% successfully. When they stopped charging, they saw the therapy screen, but if they locked and then unlocked the controller, they then were seeing the no device found screen; the controller was not connecting wirelessly to the ins after unlocking the controller. The pt confirmed on the call that the ins was charged to 100% and the controller charge was at 50%. The pt also mentioned that since implant, they had a hard time getting the "ins to close up", and that the ins site was still real tender and painful. Sometimes they felt like they had therapy when the therapy was turned off. They commented that they feel that the wires may have come loose. The pt stated they had an appointment scheduled with their doctor for thursday, (B)(6), 2023, and requested that a manufacturer representative (rep) be present at the appointment. Patient services sent a notification to the field reps to make them aware of the pain at the ins site and that the pt's new controller seemed to need to be re-paired with the ins using tech mode. The pt was redirected to see their doctor to have the ins site checked.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)) ; implant date n/a; explant date n/a; section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021. Brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.